Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the liquid crystal display (lcd) screen was blank on the device. The device's system and central processing unit assembly boards would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the liquid crystal display (lcd) screen was blank on the device. The device's system and central processing unit assembly boards would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped. The event date of the initial report was incorrectly reported. The event date in box b: has been updated to reflect the correct event date.